Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device was evaluated

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator. It was reported that the lead was tested intra-operatively with the battery but did not test well as they had impedances over 4000 ohms, so they did not implant the battery. A different battery was used instead and the lead had good impedances and the patient did well. The issue occurred a day before the report. No symptoms or further complications were reported.